Manufacturer narrative:
The device was returned for analysis. The catheter was returned with its original box; however, the pouch was found sealed. Within the sealed pouch of the device was observed a fiber of foreign matter. This foreign matter moved freely within the sealed pouch. Dimensional test failed since it was confirmed that the foreign matter within the sealed pouch was smaller than the 1.00 square millimeters comparation line of the tappi chart.

Event description:
It was reported that contaminants were found inside the sterile packaging. Following inspection of a dynamic xt catheter prior to use in a procedure, presence of "filaments of suspected origin" were observed. " foreign material was found inside the sterile seal. No patient was involved.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that contaminants were found inside the sterile packaging. Following inspection of a dynamic xt catheter prior to use in a procedure, presence of "filaments of suspected origin" were observed. " foreign material was found inside the sterile seal. No patient was involved.